Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. As a result, the customer lost consciousness due to bg level and received fluids as a treatment. No additional information was able to be provided regarding the event. Customer updated their pump settings to address the event.